Event description:
Patient reported, right side rupture, seroma. And "cystic lesion". Not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma late: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Cyst: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ seroma-late: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ biofilm: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right side "biofilm removal" and "foreign body granuloma".

Event description:
Patient reported right side rupture, seroma, and "cystic lesion" not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture and seroma.